Manufacturer narrative:
What was reported by the customer has not been confirmed by the functional tests performed on the pump (verification of the infusion time and partial volume set up). No malfunction was found by service: the device was found working according to its specifications and intended use. The pump remains in the company for scrapping, since it is over its expected life (4 years). No consequences for the patient.

Event description:
The customer reported the following: "pump turns off after about 2 minutes, partial volume not changeable anymore (10 ml --> 6 ml)". No involvement or consequence for the patient.